Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics or pocket manipulation. Ventricular lead impedance values were unstable. The lead would be monitored.